Event description:
Legal counsel for the patient reports that patient underwent a right hip arthroplasty on (B)(6) 2007 and a left hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a left revision procedure occurred on (B)(6) 2011, due to alleged pain, inflammation, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a left revision procedure occurred on (B)(6) 2011 due to patient allegations of pain, inflammation, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03574 and 03577).

Manufacturer narrative:
This follow-up report is being filed to relay product identification and corrected initial date for right hip procedure, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-03574 & 03577 & 2014-00474 / 00475).